Manufacturer narrative:
(B)(4). The customer reported that a metal piece has come off the battery pca, and the battery won't stay latched in. The unit was evaluated at philips and the issue was verified. The battery pca was replaced and resolve the reported issue.

Event description:
The customer reported that a metal piece has come off the battery pca, and the battery won't stay latched in.